Event description:
It was reported that the screwdriver stripped star. Another screwdriver shaft tips are torqued/damaged. The depth gauge won't slide. No operation involved. No patient involvement.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6: part: 03.111.005-us. Lot: 821p191. Manufacturing site: hägendorf. Release to warehouse: 09-jun-2022. A DHR evaluation was performed for the finished device article #03.111.005-us lot #821p191, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found to be bent from the needle. This issue can be related with the unable to assemble allegation. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the depth gauge for 2.0/2.4 and 2.7 screws would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.